Event description:
It was reported that the impedance on the lead has increased and is varying. The status of the lead was not reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Weekly pace lead impedance trend data shows an abrupt spike increase for max v.pace= 872 to 6608 ohms peak between (B)(6) 2010 and (B)(6) 2010, then returning to a baseline of 928 ohms on (B)(6) 2010. 1 - patient alert for rv.pace lead z>3000 ohms on (B)(6) 2010 03:00:04.